Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a stent placement procedure, a foreign material was identified in the forceps/ instrument channel. A pancreatic duct stent (ps-5f3pit manufactured by gadelius) was recovered and the intended procedure was successfully completed using the same device. A pancreatic duct stent was reported to be lost during the previous procedure and suspected to be left in the nozzle due to insufficient cleaning of the subject device. There was no report of patient or user harm due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been one (1) year since the subject device was manufactured. Based on the results of the investigation, the reported event was unable to be confirmed or duplicated. Therefore, the root cause is unable to be determined. However, it is likely cause is due to external factors including the pancreatic stent (ps-5f3pit manufactured by gadelius) or handling since the device. Olympus will continue to monitor field performance for this device.